Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported to edwards through a social media account, a balloon rupture occurred during a transcatheter mitral valve replacement procedure and before the valve was expanded/anchored.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Despite multiple attempts, no other information was forthcoming. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A photograph was provided and confirmed during review that the inflation balloon had burst. During the manufacturing process, the delivery system including the crimp and inflation balloons are 100% inspected for the following: wall thickness and visual defects. Balloons are sampled for burst testing and additional visual inspection. The balloon assembly was 100% visually inspected prior to laser bonding for contamination. Prior to balloon pleat, folding and forming process the balloon was visually inspected under 2.85x minimum magnification for balloon sizing, contamination, fold lines and distorted/pinched folds. During final inspection by both manufacturing and quality visually inspect the entire device for damage or missing components. The inflation and crimp balloons are inspected for distorted/pinched folds. The commander delivery system is 100% leak tested. The inflation balloon is inspected for damage. During product verification (pv) testing using sample devices are tested. The samples are inspected for physical defects or damage. The burst pressure of the tested units after a cycle. The burst pressure of the tested units after a 10-cycle fatigue was 7 atm. The lot meets statistical requirements as it exceeds the acceptance criteria of a lower specification limit. The above inspections during the manufacturing process and testing performed during pv support that it is unlikely a manufacturing non-conformance contributed to the reported. A device history record and lot history review was unable to be performed as the lot number was not provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon - burst was confirmed based review of the photograph provided. A review of IFU/training materials revealed no deficiencies. Due to the unavailability of the relevant device, engineering was unable to perform any visual or dimensional (i.e. Balloon wall thickness) analysis. As a result, a manufacturing non-conformance is unable to be determined. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the reported event. Based on the review of complaint history, there is no evidence to support a manufacturing non-conformance contributed to the complaint. Without procedural cine/imagery, patient anatomical information, and the device, there is insufficient information to determine a definitive root cause. However, based on review of complaint history, patient factors (i.e. Annular, or leaflet calcification) can present a challenging anatomy for balloon inflation and can compromise the structure of the balloon wall even at low inflation pressures. Additionally, procedural factors such as over inflation of the balloon due to residual fluid from de-airing or from the addition of excessive volume during inflation, could have contributed to the complaint event. The complaint was confirmed. There is insufficient information to determine a definitive root cause. No potential manufacturing non-conformances and no labeling or IFU inadequacies were identified. Additionally, review of the complaint history revealed that the occurrence rate did not exceed the (B)(6) 2018 control limit for the trend category. Therefore, neither a product risk assessment (pra) nor corrective or preventative action was required.